Manufacturer narrative:
Corrosion was observed on the pcb and top battery. A power supply was used to download the data. The download data shows that the device generated an 0xcb alarm. Inspection of the fluid path found an internal leak due to a tear in the soft cannula. Fluid leaking out of the fluid path resulted in the corrosion observed in the device and the low battery voltages that triggered the 0xcb alarm.

Event description:
It was reported the patients blood glucose level reached above 250 mg/dl while wearing the pod between 4 and 24 hours. Details regarding treatment were not provided.